Manufacturer narrative:
One device was received for analysis. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. The reported issue could not be confirmed as the device worked and passed the psi test with 18%. Further investigation found a deforming upstream occlusion (uso) seal. The uso was replaced. The uso and dso sensors were calibrated

Event description:
The customer returned the product for "failed the psi test", during device evaluation, it was found that the upstream occlusion (uso) seal was deforming. There was no patient involvement.